Event description:
It was reported by a nurse that during routine cataract surgery and during implant of the intraocular lens (iol), the lens optic cracked. The lens was cut in half and removed through an enlarged incision. There were no further complications and surgery was completed successfully.

Event description:
A customer contacted baxter's technical service center and reported receiving a check supply line alarm on the homechoice (hc) machine. The home patient (hp) had disconnected the solution bag and connected it to the heater line. The hp then ended therapy. The technical service representative (tsr) reviewed proper procedures with the hp. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
The device was received and inspected under illuminated 10x magnification. The lens optic was cut in half with one distorted haptic noted. Prior to release the iol met all manufacturing specifications. The results of our inspection suggest this event is user related and not manufacturing related. We will continue to monitor and trend all reports.

Manufacturer narrative:
The device was not received for analysis. Cause of this event is undeterminable at this time. Prior to release, the lens met all manufacturing specifications. Will continue to monitor and trend all reports received.